Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infected abscess under the right strap of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient went to the ER to receive injections into the area. The patient's physician advised discontinuation of the lifevest. Patient reported that the abscess improved.